Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 at 2 pm with blood glucose of 495 mg/dl. The customer treated with the insulin pump and manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer does not allege insulin pump was under delivering. Customer assisted troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.